Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device produced an uneven graft and damaged the graft. On (B)(6), 2017, it was clarified that the issue occurred (B)(6), 2017 during surgery. The event did not occur before first use and did not occur during the first ever use of the device. The surgical technique for the product was utilized. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number 105611 as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by medicrea on (B)(6), 2017 revealed that the calibration was out of specification at the 0, 10, and 20 settings. The motor speed was within specification but was at the lower end of the tolerance and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by medicrea on (B)(6), 2017 which included replacement of the ball bearings, o-rings, spring seal, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, thickness control shaft, lever, reciprocating arm, and ball plunger. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the calibration was out of specification at the 0, 10, and 20 settings. However, the motor speed was within specification but was at the lower end of the tolerance and the control bar was in the correct position. The root cause that the device produced an uneven graft and damaged the graft and the calibration was out of specification cannot be specifically determined with the provided information. The issue was resolved with the replacement of the ball bearings, o-rings, spring seal, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, thickness control shaft, lever, reciprocating arm, and ball plunger. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not yet evaluated.

Event description:
It was reported that the device grafted unevenly and damaged the graft. Additional information received on may 26, 2017 identified that the event occurred during surgery. No patient involvement. No adverse events have been reported as a result of this malfunction.